Manufacturer narrative:
From the information and instrument files provided, the measurement cartridge and sensors on the system at the time of testing were performing as intended. Aqc results were in specification. Root cause could not be determined because the measurement cartridge was not returned for internal analysis.

Manufacturer narrative:
Siemens is in the process of evaluating this event. The root cause for this event is unknown.

Event description:
Customer reported multiple discordant results and the physician questioned the results. There was no report of injury due to this event.